Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hypodermic needle. The customer reports the doctor was giving a patient an injection and when he went to pull out the needle, the needle stayed in the patient's neck. The customer states the needle had come off from the base of the hub and the doctor was then able to remove the needle from the patient's neck.